Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy, the device stopped working in the middle of the procedure at the time of firing. It was noted that surgical time was extended less that five minutes. The procedure was completed with another device. There was no patient injury.